Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was playing a game on their tablet, their heart went into an atrial flutter arrhythmia. The patient's right ventricular (rv) lead had t-wave oversensing (twos) which caused inappropriate shocks. The device began to alarm due to lead integrity alert (lia) triggered. Upon interrogation, the patient told their physician that they forgot to take their beta blockers the day they were shocked. The physician believes that the lack of medication is what caused the atrial flutter. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.